Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), a v-shaped cut was noticed in the middle of the lens. Additional information was received and it was learned that the lens was fully inserted into the patient's eye and removed during the same surgical procedure. The cut was noticed in the middle of the lens once in the eye. It was not seen during loading of the lens in the cartridge. There was no incision enlargement or vitrectomy performed to remove the lens. No patient injury reported. The lens was replaced without any issues. No further information provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut in two parts across the optic. The condition observed in the lens and the way the cut is formed is consistent with a lens that has been cut due to iol removal process. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.